Manufacturer narrative:
During the site visit, the field service representative (fsr) replaced and calibrated the sample and reagent probes, cleaned the water bath, cleaned the cuvettes manually with detergent a, replaced dry tip, hcw peristaltic pump tubing and nozzle tubing, which resolved the issue. Return testing was not completed as returns were not available. A review of complaints did not identify a trend for the current issue for lot 07588un19. Historical performance of reagent lot 07588un19 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 07588un19 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 07588un19. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the magnesium reagent, lot 07588un19.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. This issue was previously reported under MDR number 3002809144-2020-00015 under an incorrect manufacturing site.

Event description:
The customer reported falsely elevated magnesium (mg) results on three patients generated on the architect analyzer. The results provided were: on (B)(6) 2019 pt#1 initial mg = 7.2mg/dl / retested on different architect = 1.8mg/dl (normal range 1.6-2.6mg/dl); on (B)(6) 2019 pt#2 = 6.2mg/dl / retested on different architect = 2.1mg/dl. On (B)(6) 2019 sample from (B)(6) 2019 was retested = 6.0 / repeat =2.0mg/dl. There was no reported impact to patient management.